Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin flow blocked. The customer blood glucose level was over 600 mg/dl, 272 mg/dl, 300 mg/dl, 188 mg/dl and 107 mg/dl. Customer states the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer states the cannula was not bent. The customer also reported the insulin pump was under delivering. The insulin pump will be returned for analysis.